Event description:
It was reported that the user replaced a dexcom g7 continuous glucose monitor (cgm) sensor, did not enter the sensor pairing code into the ilet pump, and subsequently received dosing stopped and suspended notifications; the user then entered the correct g7 code and a fingerstick blood glucose value to resume automated dosing after guidance from support. No adverse clinical symptoms reported. Outcomes included temporary suspension of automated insulin delivery causing glucose to peak at 278 mg/dl with restoration of dosing after successful pairing, without medical intervention or hospitalization. User support included remote troubleshooting and user education regarding correct cgm pairing and code entry. Investigation of this case revealed that the dosing interruption was attributable to user setup error involving an unpaired cgm sensor, resulting in suspended dosing until the correct code and a fingerstick value were entered. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cgm pairing and system setup.

Manufacturer narrative:
Initial.